Event description:
It is reported that the implant was defective. No more information available.

Manufacturer narrative:
Zimvie complaint (B)(4). PMA/510(k): k011028 and k013227.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The device was returned. The reported event could not be verified as the exact details of events were unknown/unverifiable. Based on the evaluation, device malfunction has not occurred. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedures. Complaint history review was performed for the reported lot number and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.